Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead had dislodged. Chest x-ray and device interrogation confirmed lead dislodgement. On (B)(6) 2018, the asymptomatic patient presented in clinic for lead revision. The lead was capped and replaced due to lead adhering to the superior vena cava. The patient was in stable condition throughout the whole procedure.